Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The distributor reported on behalf of the user facility that during a procedure, the tip of the 60-5274-132 l hook caught fire. The procedure was completed with an alternate device and no reported surgical delays. No patient injury was reported. This report is raised on the basis of a reported malfunction with potential for injury with recurrence.

Manufacturer narrative:
The used device was returned to conmed without original product packaging. Visual inspection of the device found char or foreign matter covered the l-hook electrode. The distal insulation adjacent to the electrode was observed to be deformed, appearing to have melted. However, when functionally tested, the device was observed to activate and function normally. Flaming of the tip or combustion was not observed. Due to the appearance of the electrode, it is possible that foreign matter came in contact with the electrode and combusted. Defect to the damaged insulation prior to this incident could not be determined. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified at the time of manufacture. A review of this lot number, with (B)(4) devices manufactured, showed no other complaint for this lot product and event description a two-year review of complaint history revealed 2 other similar complaints for this product family and failure mode. (B)(4), if all complaints were confirmed. A risk analysis was performed and found this failure mode and occurrence level to be consistent with risk documents. The instructions for use advises the user of the following. Examine the device prior to use for damage. Do not use if damage is found. During trocar insertion, always have the electrode tip covered to avoid potential damage to trocar seals and the electrode tip. Always use the lowest possible setting to achieve the desired electrosurgical effect. This issue will continue to be monitored through the complaint system to assure patient safety.